Event description:
It was reported that the customer was receiving low predict alarms and then then the insulin pump would go into threshold suspend. The customer would test his blood glucose levels and he would be the 380mg/dl range.customer's blood glucose level at the time of the call 158mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)